Event description:
It was reported via clinic notes received that the patient had been experiencing an increase in seizures and condition is worse. It is noted that the patient also has had a sinus infection and the flu however follow-up with the site for further information has been unsuccessful to date. The patient is being referred for prophylactic generator replacement based on battery life calculations. Surgery has not occurred at this time.